Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the bioprosthetic aortic valve was explanted after an implant duration of 5 days, and replaced with same model edwards pericardial valve. Through follow-up, it was reported that the valve was explanted due to endocarditis. Operative report indicates that the replacement of the valve was necessary because of hemodynamic complications due to aortic insufficiency. Operative findings indicate the valve with sutures were partially torn out, signs of infection everywhere. After removal of the valve, it was noted that there was a abscess. Parts of the annulus had to be reconstructed and a new 23mm perimount valve was implanted. There has been no information to suggest a device malfunction of the edwards device.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The complaint database indicates no other infection/endocarditis reports received for any device processed under the same sterility lot of the subject device. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source and type of infection have not been reported by hcp or determined by edwards. The investigation reveals nothing to indicate a device quality deficiency that may have caused or contributed to this explant.